Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead undersensed beats during detection of an arrhythmia; the ICD did however, appropriately detect the rhythm and deliver therapy -- first anti-tachy pacing (atp) and then a shock. Review of faxed rhythm strips from this episode revealed noise on both the rate/sense and shocking channels prior to episode declaration. The observed noise was not sensed by the device. Further review of subsequent treatment episodes for tachyarrhythmias shows persistant undersensing; all delivered theapy was, however, appropriate.